Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralight st w/echo device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent an exploratory procedure on (B)(6)2016 and the surgeon noted and removed "significant adhesions" to te midline into the upper right quadrant of the mesh. No medical records have been provided; however, adhesions are a known inherent risk of hernia repair surgery and identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent laparoscopic repair of a recurrent ventral incisional hernia. A bard/davol ventralight st w/echo, cat no. 5955450, lot no. Huxg0060 was implanted in patient during this repair. On (B)(6) 2016: the patient underwent an exploratory laparoscopy procedure. Allegedly, ¿upon entering her abdomen, the surgeon noted significant adhesions to the midline into the upper right quadrant of the mesh and removed the adhesions.¿ it is alleged that prior to and after this procedure, patient suffered severe and debilitating pain and also requires further medical treatment, including a likely need for future surgeries. As reported, the patient suffered permanent injuries and significant pain and suffering and diminished quality of life due to the allegedly ¿defective¿ bard/davol ventralight st w/echo mesh.